Event description:
It was reported, during the implant procedure that the device was oversensing and was unresolved with normal lead and device examination. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommets.